Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the farawave pulse field ablation catheter could not irrigate properly. However, during preparation, the catheter was functioning normally until it was connected to a pressurized saline bag and the flow was extremely low. Troubleshooting consisted of replacing the flush bag and tubing but was unsuccessful. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications reported. The catheter is expected to return for analysis.

Event description:
It was reported that during a procedure, the farawave pulse field ablation catheter could not irrigate properly. However, during preparation, the catheter was functioning normally until it was connected to a pressurized saline bag and the flow was extremely low. Troubleshooting consisted of replacing the flush bag and tubing but was unsuccessful. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications reported. The catheter is expected to return for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. It was noted that flushing was functional in all deployment states. The catheter was dissected to inspect the flush lumen to determine any potential cause for the reported irrigation issue. No visible kink was observed in the flush lumen, and no other anomalies were found that would lead to flushing difficulties.